Event description:
A 6 fr angioseal closure device did not work properly. It was inserted over a wire, but blood return was abnormal. A new 6 fr angioseal was used, of the same lot number, and it worked as it was supposed to. FDA safety report ID# (B)(4).